Event description:
It was reported that approximately 9 years post implantation of a right total hip arthroplasty, the patient was revised for concern of metallosis development, elevated metal ion levels, and pain. The patient was noted to have a 7mm discrepancy between limbs. During the revision of the femoral head and limb lengthening procedure, scar tissue and synovial inflammation were also noted. There were no reported complications. No additional information was available.

Manufacturer narrative:
(B)(4). D10: cat# 157450 lot# 709400 m2a-magnum mod hd sz 50mm . Cat# 139259 lot# 105620 m2a magnum 42-50m tpr insrt +6 . Cat# 192412 lot# 536270 echo por fmrl red nc 12x140mm. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00861, 0001825034-2024-00862, 0001825034-2024-00863.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: approximately nine years post implantation of a right total hip arthroplasty, the patient developed pain and elevated metal ions, as well as a limb length discrepancy. Metallosis was suspected. The head and taper adapter were explanted and replaced with a longer construct to address the limb length. A definitive root cause cannot be determined. The complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.